Manufacturer narrative:
Returned device was received with wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 390, and line cord. During the evaluation of the device unit won't calibrate properly due to pcb faulty and visually damaged front cover. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in poor physical condition. There was wear and tear on the enclosure, front cover, water tank cover, drain fitting, reflux plug 90 and line cord. During the evaluation of the device, the issue was able to be confirmed and traced to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmed is over the specified temperature. There were no reported adverse events.